Event description:
On 24/feb/2026, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was transitioning to hemodialysis (hd) due to issues with the peritoneum. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2026 with dyspnea and lethargy (onset did not occur during treatment). Although the specifics were not provided, the pdrn reported the patient was a high transporter and was diagnosed with type 1 peritoneal membrane failure. As a result, the nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product), placement of a hd catheter (not a fresenius product), and transition to hd for rrt. The patient¿s dyspnea was corrected with the transition to hd, and she was discharged to a rehabilitation hospital on approximately (B)(6) 2026 due to deconditioning (remains admitted). Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the available information, the patient¿s liberty select cycler can be disassociated from having a causal or contributory role in the adverse events experienced by the patient. The patient was not actively undergoing ccpd therapy when the serious events occurred, nor was there any allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) and/or product(s) occurred warranting further investigation. The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information, is unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).